Manufacturer narrative:
This follow-up report is being submitted to correct information provided in a previously submitted MDR and to document that the device has been returned to the manufacturer for investigation. Section d9 has been updated to reflect that the product was returned for investigation. It was previously reported that the device was not available for return; however, the product was subsequently returned. Section d1 (brand name) has been corrected.

Manufacturer narrative:
This follow-up MDR is being submitted to document additional information received from the sales representative confirming that there is no device available for return. This information is consistent with the initial MDR, which reported that the device was not returned to the manufacturer.

Manufacturer narrative:
Upon review, it was identified that the b1 product problem was inadvertently omitted in error. Added d3 manufacturer fax was omitted during initial report. Added g1 manufacturer contact fax number was omitted during initial report. Updated h3 device evaluated by manufacturer to "yes". H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The root cause of alarm #414 could not be determined as the issue was not reproducible and imc logs were unavailable. An intermittent purge pressure sensor issue is suspected but not confirmed.

Manufacturer narrative:
A4 weight is unknown this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related medical device reports: this automated impella controller device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella 5.5.

Event description:
Clinical review/rationale: an impella 5.5 was inserted via right axillary artery in a 70 year old male who was admitted for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage c. The patient received support from the 5.5 while in the intensive care unit. On day 28 of support, the patient became septic. A tear in the sterile sheath cover was observed, cleaned with chlorhexidine gluconate, and an occlusive tegaderm applied. The 5.5 was not considered to be a contributing factor to the sepsis as the patient had already had an increase in white blood cell count. That same day, there was an error with the automated impella controller during purge change, which resolved without intervention. This event is conservatively reported as the sleeve tear prompted intervention, but there was no lasting harm or injury reported and no consequence to support. The controller error will be conservatively reported for hemodynamic instability during purge change, but there was no intervention needed and no lasting harm or injury reported.

Manufacturer narrative:
D6b. Explantation day, month and year added.